Event description:
The patient was admitted to the hospital over one week ago with dyspnea on exertion and increased leg edema. Two days after admission she had a cardiac catheterization which revealed severe aortic stenosis and she subsequently had an aortic valve replacement and CABG x 1. On post-op day two, her permanent pacemaker was interrogated and it was determined a lead was malfunctioning and causing non-capture. She was placed on a temporary pacemaker at that time. She was then taken to the cardiac cath lab where fractured ra lead was explanted and new ra lead was inserted. The patient was discharged in stable condition.fractured lead - 1642t/46 tm26066remaining ventricular lead-1646t/52 ua31512 manufacturer response (as per reporter) for pacemaker, (brand not provided)awaiting response